Event description:
An (B)(6) male underwent evar on (B)(6) 2012. The physician was not able to push the top cap in the way of the IFU. He needed a lot of energy to push it up. On (B)(6) 2012: rep confirmed complaint was just with the main body. Dr. Loosened the trigger wire and tried to push up the top cap. But it didn't work. So he tried to push it with considerable force. No additional info has been provided to assist in this investigation. The pt did not require additional procedures due to this occurrence. The complaint did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Pt outcome was not provided by reporter. Top cap difficulties are discussed in the IFU. Event eval: still under investigation.